Event description:
It was reported that, following the delivery of shock therapy, this right ventricular (rv) lead exhibited noise oversensing. No adverse effects on the patient were reported. The rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).